Manufacturer narrative:
Section h4 (device manufactured date) has been updated based on returned product download. Sensor (B)(4)was returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. A sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
An error message was reported with the adc freestyle libre sensor. An hcp reported the customer received a "scan again in 10" message for more than 2 hours and was therefore unable to obtain a glucose result. Customer experienced weakness, sweating, and a loss of consciousness and was seen at a hospital where he/she was administered a glucagon injection. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
An error message was reported with the adc freestyle libre sensor. An hcp reported the customer received a "scan again in 10" message for more than 2 hours and was therefore unable to obtain a glucose result. Customer experienced weakness, sweating, and a loss of consciousness and was seen at a hospital where he/she was administered a glucagon injection. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc freestyle libre sensor. An hcp reported the customer received a "scan again in 10" message for more than 2 hours and was therefore unable to obtain a glucose result. Customer experienced weakness, sweating, and a loss of consciousness and was seen at a hospital where he/she was administered a glucagon injection. No further treatment was reported. There was no report of death or permanent injury associated with this event.